Event description:
My first lab test came back in an abnormal range for tsh levels. I started a dose of levothyroxine after that I started seeing a physician who did pull labs for my antibiotics levels tpo were in the 300 range (0-11) would be normal range. From there I continued to have extreme fatigue, excess inflammation in my body, brain fog, visions changes, heart palpitations, dry skin, sinus infections that reoccur over and over even after multiple doses of antibiotics. As the years have gone by my symptoms have become extreme to where in the last 4 years I've developed headaches / migraines almost daily, tingling limbs, hand and feet, breast pain, nausea, vertigo, shortness of breath, joint and muscle pain, anxiety, depression, carpal tunnel, memory issues, digestive and food intolerances and extreme seasonal allergies, reseeding gums even with healthy teeth and oral hygiene. The list goes on and on and symptoms seem to just seem to keep piling on. I am dealing with chronic infections, biotoxin illness and signs of lyme disease. My immune system is really struggling, I am sick of being sick. I've got two children under the age of three and I am a full time working mother to support our family. I don't feel competent to even hold my job, I have doc appt after doc appt for the last years. I can help but feel along with the medical professionals that have care for me over the years that my health has declined drastically over the years since I had my implants placed in 2006. I am currently looking to get them explanted with a complete enbloc procedure. I've had any scan, procedure and or lab work up that you can think of to try and get to the bottom of this. I am exhausted, I am (B)(6) years old in great physical shape. I am sure I look very healthy from the outside from a distance but internally it feels like my body is in constant state of fighting itself. I feel like I am slowly dying, I am way to young and lead too healthy of a life to feel this way. I've cried more in this last few years than I have my entire life just emotionally exhausted dealing with the list of symptoms that I deal with daily. I am paying hundreds of dollars a month run rx and supplements to try and support my body that's giving out on me. Hashimotos thyroiditis. FDA safety report ID # (B)(4).